Event description:
It was reported a patient experienced a connection issue coincident with peritoneal dialysis (pd) therapy. It was reported the transfer set became disconnected from the catheter adapter while the patient was sleeping. The patient reconnected the transfer set. The transfer set was changed at the patient's next visit. The patient developed peritonitis and was hospitalized five days later. Treatment was not reported. The cause of the peritonitis event was reported to be the transfer set becoming disconnected from the catheter adapter. The patient was discharged 5 days after admission. At the time of this report the patient was recovering from the peritonitis event. Pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed. This report references the same patient as (B)(4).

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.